Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels since friday and that she felt poorly as a result. The customer's blood glucose at the time of incident was 441 mg/dl. She felt nausea and fatigue as a result of the hyperglycemia. The customer treated with multiple bolus deliveries from her insulin pump. Troubleshooting was initiated to inspect the insulin pump and no apparent anomalies were noted with the device. A high pressure test was performed and the insulin pump passed. The insulin pump will not be returned for analysis.